Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown femoral plate, unknown part / unknown lot. Device was not explanted. Device is not expected to be returned as it was not explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient has a broken 4.5mm plate in the left distal femur. The patient was initially implanted with the 4.5mm plate and an unknown quantity of screws on (B)(6) 2016. On (B)(6) 2016, an x-ray was taken showing the plate broken but still semi intact. An additional x-ray was taken on (B)(6) 2016 showing the plate has completely broken in two pieces. The device is still implanted in the patient with no plan for an explant or revision. This report is for an unknown femoral plate, unknown part / unknown lot. Concomitant devices reported: screws (part # unknown, lot # unknown, quantity # unknown). This is report number 1 of 1 for (B)(4).